Event description:
A silicone lens model aq2010v was torn while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk at to what caused the lens damage. An msi-tm injector and an aq cartridge were used, but the lot #s are unk.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue. The optic was torn and one haptic was torn off missing. The cartridge was not returned.